Manufacturer narrative:
Device passed the displacement test, rewind test, prime or a33 test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No a21 alarm noted during testing. Unable to perform the basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. Unable to completed the functional testing or test for motor error alarm due to completely broken off reservoir tube lip. The motor was tested outside of the device and passed. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device also had a missing reservoir tube o-ring, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and a stained end cap sticker. Device uploaded properly using carelink.

Manufacturer narrative:
Information related to event was incorrect in summary narrative and correct information provided with this report.

Event description:
It was reported that customer did not treated with a intravenous drip. The customer thinks the paramedics did not remove the insulin pump from body properly resulting in damage to the insulin pump. On (B)(6) 2020 the customer reported that insulin pump received an unexpected restart alarm and continues to experience motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose and ambulance took her to the hospital for a few hours. Blood glucose level at the time of hospital visit was 10 mg/dl. Customer was treated at hospital with intravenous drip. Customer reported that insulin pump received an unexpected restart alarm and motor error alarms. Customer stated that the reservoir did not lock into the insulin pump and they applied tape for security. There was a portion missing from the top of the reservoir compartment. Customer declined to troubleshooting for motor error, unexpected restart alarm and low blood glucose. Insulin pump will be returned for analysis.